Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ extension set, minibore, trifuse disconnects and broke. The following information was provided by the initial reporter: when attached the trifercate to his lumen, the trifercate snapped and broke at the connector.

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of broken connector. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd maxzero¿ extension set, minibore, trifuse disconnects and broke. The following information was provided by the initial reporter: when attached the trifercate to his lumen, the trifercate snapped and broke at the connector.